Event description:
It was reported via social media that when the reservoir hits 0 the customer's insulin pump does nothing. Customer stated that the pump does not beep, vibrate, and there is no alert on the screen.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.